Event description:
It was reported that the patient developed a cerebrospinal fluid (csf) leak, and the device system was removed 6 months ago. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), programmer patient; product ID 8709, lot# j10889r05, implanted: 2003-(B)(6), product typ catheter; product ID 8578, serial# (B)(4), implanted: 2011-(B)(6), product typ accessory; product ID 8575, lot# n0047635, implanted: 2006-(B)(6). (B)(4).